Event description:
The pt's family member called lefescan and alleged that their family member's meter would not power on. It is not known how long the pt was unable to test on the meter. They began to experience dizziness, so their family member contacted their physician. The physician advised the pt to check their back. The pt also attempted to test on another meter and obtained an error message. The pt did not receive any medical attention or treatment. The pt reseated the battery in the meter and the meter would still not power on. The battery was less than 1 year old, in good condition, and was correctly installed. The battery contacts were in good condition. Based on the info supplied by the pt, there is an indication that the meter malfunctioned. However, there is no indication that the meter contributed to a serious injury. The reporter did not provide sufficient info to show that the pt suffered a serious injury. No blood glucose results were reported. The symptoms of dizziness, in itself does not signify an injury and the pt did not receive any treatment. This case is being reported as a product malfunction. A replacement meter has been sent to the pt.